Manufacturer narrative:
It was initially reported that the consumer had a conflicting result. After further review, this should not have been reported as the consumer was not alleging a false result with the binaxnow covid-19 self-test. The consumer had difficulty reading the test and was requesting assistance in interpreting their result. The consumer had exposure to covid-19, was symptomatic, and did not claim that result was false.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported conflicting results with the binaxnow covid-19 antigen self test performed on (B)(6) 2021. Per the consumer, the patient is symptomatic. No additional information, including patient treatment and outcome was provided.